Event description:
The dealer reported that the wheel lock fell apart while being used by the consumer and some of the parts were lost. This issue would prevent the user from being able to lock the chair into place.